Event description:
The patient reported that 5 days after implant on (B)(6) 2010 they had emergency surgery because the patient was leaking dilaudid and spinal fluid. The patient was worried about the spinal fluid that leaks because it is so bad. When asked when the last time they had to remove the spinal fluid from the pump the patient stated (B)(6) 2015. The pump was used to deliver dilaudid. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: n EU_unknown_cath, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. (B)(4).